Event description:
It was identified in a review of the programming history that system diagnostics were performed and high impedance was seen. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.